Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were impedance alerts and the lead displayed 190 ohms when the baseline impedance has been chronically low at 200 ohms. The pacing impedance alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.